Event description:
It was initially reported by the physician that the patient was set at high settings and his end of service projection showed 1.3 years. This was back in (B) (6) 2009. Patient was seen in the office recently and his eos projection now shows 6 months. Physician believed that this was a case of the projection error; however, it was stated that the patient is doing very well at the moment and they will continue to monitor the patient. Good faith attempts to obtain additional information has been unsuccessful till date.